Event description:
Broken jaw remains in patient, no injury reported. Spoke with director of nursing, who confirmed that the instrument jaw broke off during a laparoscopic cholecystectomy. The physician decided not to perform a surgical procedure to remove the foreign body, as she felt the foreign body would not injure the patient in any way. The patient has a post-operative x-ray to confirm foreign body placement.